Event description:
Medtronic received information that this aortic bioprosthetic valve required reoperation after 11 days implant due to unacceptable post-operative gradient. It was reported that the valve will not be returned for analysis. No adverse patient effects were reported beyond the revision procedure. Further information was received indicating that the facility would not provide any further information. The valve was explanted and discarded by the hospital.

Manufacturer narrative:
Product analysis: the device was discarded at the facility. No product will be returned. Conclusion: the device history record for this valve was reviewed with no anomalies noted. There was no evidence to suggest that the cause of the unacceptable hemodynamics was related to a failure of the device to meet specification. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Medtronic will continue to monitor field performance for similar events should they occur. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.